Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another meter performed within 30 minutes of each other. Specific values of the high readings were not provided on either meters at the time of trouble shooting. There was no indication that the product caused or contributed to an adverse event.